Manufacturer narrative:
An abbott field service engineer performed preventive maintenance on the architect ci2000sr which included replacement of multiple parts. After replacing and/or exchanging the parts, there was no reoccurrence of false positive cmv-igg results. The architect system operations manual, section 10 troubleshooting and diagnostics, provides adequate probable causes for erratic assay results. A single definitive cause for the customer's issue could not be determined as multiple parts were replaced through preventive maintenance. A deficiency of the architect system was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a patient tested architect cmv igg positive at 19.0 au/ml on (B)(6) 2011. This positive result did not match the patient's previous result of negative in (B)(6) 2011. The positive sample retested negative at 0.44 au/ml. No impact to patient management was reported.